Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the ibp alarms did not sound at the patient information center ix. The device was in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to MFR report # 9610816-2025-000102 for further information regarding this complaint.